Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result was obtained for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. The assignable cause for the event is unknown; however, the possibility that inappropriate pre-analytical sample processing or an unexpected vitros troponin I es reagent performance had contributed to the result could not be ruled out. The investigation found no evidence to suggest the vitros 5600 system had performed unexpectedly. The investigation is ongoing into the performances of vitros troponin I es kit lots >=1710.

Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using vitros trop I es reagent on a vitros 5600 integrated system. Patient sample result: 1.72 ng/ml vs expected 0.02 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside the laboratory and a corrected report was later issued. The patient also had an echocardiogram performed during their admission which resulted as normal. It was not made clear as to whether the echocardiogram was performed as a result of the reported event. The customer confirmed that no patient treatment was started and that no allegation of patient harm was made as a result of this event. (B)(4)